Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) could not duplicate the reported problem, but did verify a vent inop error code in memory. The cse inspected the device and as a precaution replaced the components associated with the error code. The unit passed extended self testing.